Event description:
The pt stated that he received the corrected power packs that were sent to him and he began using them immediately. He stated that on through the night in 2007 his infusion device lost power without warning. He stated that the power packs had been in use for 2-3 weeks. He stated he replaced the power pack and his infusion device is functioning properly. No physiological effects were reported. The pt discarded the power pack, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.